Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e0122 movement disorder

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, while the cgm was displaying a sensor error, the patient was unable to walk, shaking and sweating. The patient eventually went into a "diabetic coma". When his sister found him, he was not responding very well to her. She did a finger stick and the patient's bg was 40 mg/dl. The patient's sister provided the patient baqsimi nasal spray, a banana and orange juice. The patient recovered and at the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.